Event description:
The reporter stated the surgeon attempted to use a cq2015a collamer aspheric three piece lens. The haptic broke off as the lens was advancing in the cartridge. There was no patient contact. There were two lenses used on same patient. See MFR# 2023826-2009-01041 for the other lens.

Manufacturer narrative:
(B) (4) conclusions: a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing and evaluation of test results. Additionally, the injector'/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens, (B) (4).